Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. During baxter's functional testing the reported symptom errors were clarified as "sharp watchdog error". The device was found out of specification in relation to the reported 'constant sharp watchdog error' was reproduced at power up. The reported condition was verified and evaluation determined the cause to be a software anomaly. The service history review was completed and revealed no findings that could have directly contributed to the current complaint. To correct this condition the device was processed by clearing the sharp watchdog timeout error through reprogramming of the processor circuit board and the installation of software v8.00.03. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 221 (user task starved) alarm and an unknown "symptom error 00". There was no known patient injury or medical intervention associated with this event. No additional information is available.